Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had blank screen after customer dropped the insulin pump and after battery changed. Customer fell due to medication that her doctor gave her and it was not diabetes related. Troubleshooting was done. Customer's blood glucose was 162 mg/dl. The customer was assisted in troubleshooting and customer stated that the display returned. Customer stated she will monitor the insulin pump and will call back if any issues arise. No further information provided.